Manufacturer narrative:
The returned spacer was evaluated. The spacer was found fractured in three locations. The cause is likely attributed to off-axis forces applied to the device during installation. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and was found to contain sufficient instructions regarding device installation.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the spacer broke while being inserted into the disc space during surgery. The pieces were removed from the surgical wound. The procedure was completed using an alternative spacer of the same size. There were no reports of patient adverse event associated with this event.